Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the damaged bulkhead connector. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect bulkhead connector was returned to the manufacturer for evaluation. Visual inspection found that the side wall of the connector was broken leading to bent and broken leads inside the connector. This confirmed a physical damage failure.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system and the imaging system could not establish a connection. The representative reported that a bulkhead connector on the side of the navigation system. The representative bypassed the bulkhead connector to resolve the reported issue. The site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.